Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient experienced inaccurate cgm values 2 days after the sensor was inserted in the abdomen. On (B)(6) 2024, the day of the event, the patient was vomiting all morning, was dehydrated, sweating, and was having a headache. When a fingerstick was taken the cgm was reading 400 mg/dl and the blood glucose reading was 600 mg/dl. The patient was accompanied by her daughter and went to the hospital. At the hospital, a fingerstick was taken and the blood glucose reading was 797 mg/dl. The patient received treatment with intravenous insulin, and with insulin shots. The patient recovered after treatment and was discharged on the same day. At the time of the report, the patient was fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.